Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: tracking problem, registration issues a22: tracker not consistently functional a110201: low performance error f26: no patient impact f1908: delay of less than one hour h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 area applicable. The returned tracker was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had a low performance error while attempting to register the patient. The instrument tracker was not consistently functional. The medtronic representative (rep) had the customer reboot the system which resulted in success with the instrument tracker and registration without additional errors. After the system reboot, the patient tracker did not work correctly. They tried reseating the patient tracker, but the issue did not resolve. The site had to switch patient trackers for a successful registration. There was a delay of less than one hour. There was no impact on the patient's outcome.